Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during advancement of the 3.5x08 mm nc trek balloon dilatation catheter (bdc), into the guiding catheter; resistance was felt with the guide catheter and the proximal shaft separated. The separated portion was simply removed and another another nc trek bdc was successfully used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.